Manufacturer narrative:
Concomitant medical products: 500 ml b.braun bag ndc 0264-9577-01, lot number: j6n008n, exp: 04/19, heparin sodium, therapy date: (B)(6) 2017. The affected device has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that heparin 25,000 units/500 ml was programmed as a basic infusion to infuse at 50 ml/hr (2500 units/hr) for 10 hours; however, after approximately 4.5 hours the bag was noted to be empty. The anticoagulation therapeutic goal was for a ptt of 59-82 however an hour after the event the patient's ptt was 104. As a result, the patient required frequent blood work and observation. There was no lasting harm.

Manufacturer narrative:
The report that a bag of heparin was found empty prematurely was not confirmed. Physical inspection showed that the bezel was cracked at the lower hinge and the lower door hinge shroud. The bezel was also cracked under the membrane frame assembly with dried fluid residue found on the bezel under the membrane frame. Additional damage was noted to the rear case and lower latch assembly; the retainer cap for the j8 connector on the logic board that the ail harness assembly connects to was missing. Analysis of the pcu event log shows that heparin 50 units/ml had been infusing since (B)(6) 2017. At 10:25am on (B)(6) 2017 the user entered a new vtbi of 420ml, an air in line alarm occurred, and the user started the infusion. The user then interrupted the infusion by opening the door, opened the safety clamp for four seconds, then closed the door and restarted the infusion. At 3:12pm the pump module alarmed for ail. The user silenced the audio and four minutes later opened and closed the door and shut off the pump module, which shut down the system. Rate accuracy testing was performed and the device was within specification. The disposable set showed no leaks during testing. The proximate cause for the overinfusion is a broken bezel assembly. The root cause for the breakage was not identified.